Event description:
It was reported that the instrument wrist broke and a fragment separated from the instrument during surgery. The surgeons removed the instrument and retrieved the fragment from the patient. The case was completed without further incident with the da vinci system. No patient harm was reported. No adverse outcome or injury was reported.